Event description:
The patient has been experiencing decreased performance and physical discomfort with wearing the device. Since implantation, patient has been hit in the head twice. The most recent incident was 09/2001. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specs. Explantation/reimplantation surgery was performed later in 2001. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.